Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl. Customer stated that insulin pump had insulin flow block alarm. The customer was treated intensive care unit by insulin drip land intravenous fluids. The insulin pump will not be returned for analysis.